Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial (ra) lead was over-sensing noise leading to inappropriate automatic mode switch (ams) episodes. The patient was asymptomatic. The ra lead was capped and a new ra lead was successfully implanted on (B)(6) 2022. The patient was stable throughout the procedure.

Event description:
Additional information indicated the right atrial (ra) lead was also fractured.